Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was implanted in a transgastric position to the pancreas to treat necrotizing pancreatitis with pancreatic necrosis during a pancreatic cyst stomach bypass surgery procedure performed on (B)(6) 2020. According to the complainant, on (B)(6) 2020, during a necrosectomy procedure, the physician found that the gastric mucosa tore the stent cover and there was tissue ingrowth inside the lumen of the stent. Reportedly, some of the necrotic material could not be reached due to the flange on the cyst side. On (B)(6) 2020, a stent removal procedure was performed; however, it was difficult to remove the stent due to the gastric mucosa that was obstructing the stent. The mucosa was cauterized via argon-plasma coagulation and the stent was then successfully removed using a snare. The patient's current condition was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: problem code 2978 captures the reportable event of stent cover damaged. Problem code 1528 captures the reportable event of stent difficult to remove. Problem code 2423 captures the reportable event of stent obstruction within device. Patient code 3191 captures the additional intervention required of using argon-plasma coaglation to remove the stent. Block h10: a hot axios stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent cover was damaged. The dimensions of the stent were measured and were found to be within specification. No other issues with the stent were noted. The reported event of stent cover damaged was confirmed; however, the event of stent obstruction within device and stent difficult to remove could not be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The investigation concluded that the reported event was likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, the interaction of the device with the scope, and/ or the anatomy of the patient, which limited the performance of the device and contributed to stent cover damaged. It may be that because of the gastric mucosa, the stent cover was damaged, and during the attempted stent removal, resistance was felt because of the obstruction found in the stent lumen. Therefore, the most probable cause is adverse event related to patient condition. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on july 06, 2020 that a hot axios stent was implanted in a transgastric position to the pancreas to treat necrotizing pancreatitis with pancreatic necrosis during a pancreatic cyst stomach bypass surgery procedure performed on (B)(6) 2020. According to the complainant, on (B)(6) 2020, during a necrosectomy procedure, the physician found that the gastric mucosa tore the stent cover and there was tissue ingrowth inside the lumen of the stent. Reportedly, some of the necrotic material could not be reached due to the flange on the cyst side. On (B)(6) 2020, a stent removal procedure was performed; however, it was difficult to remove the stent due to the gastric mucosa that was obstructing the stent. The mucosa was cauterized via argon-plasma coagulation and the stent was then successfully removed using a snare. The patient's current condition was reported to be stable.